Manufacturer narrative:
Physio-control further evaluated the removed keypad assembly and determined that the cause of the reported issue was due to the upper layer of the keypad being misaligned from the keypad dome of the power button.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue.  Physio then replaced the main keypad assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not power off when prompted.  There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the on/off button would not respond when pressed.  As a result, the device would not power on or off when prompted.